Manufacturer narrative:
The glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and could not reproduce the reported fault; the unit functioned as intended. The glidescope core 15-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
Hold for r.g. 1.20the customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the monitor froze while using a laryngoscope and a bronchoscope. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.